Manufacturer narrative:
The device evaluation was completed on 14-jun-2023. It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a sheath shaft rough issue occurred. It was reported that the tip of the vizigo¿ sheath was "frayed" and the physician was unable to advance it through the transseptal puncture site. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. A dimensional inspection was performed, and the device passed within specifications. A device history review (DHR) was performed for the finished device 50000251 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updated. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a sheath shaft rough issue occurred. It was reported that the tip of the vizigo¿ sheath was "frayed" and the physician was unable to advance it through the transseptal puncture site. After transeptal we could not get the sheath across. The resistance was not against a device but the fossa. They did not use a needle with the sheath. An ablation catheter was used with the sheath to ¿buddy¿ across. After struggling to get across, the doctor removed the sheath and saw that it was frayed and wanted another. It is unknown if it was damaged prior or after use. The sheath was exchanged to continue the case successfully. No adverse patient consequence was reported. The sheath shaft rough issue is MDR reportable to the us FDA.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).